Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that they spoke with the healthcare provider¿s scheduler who indicated that the patient has post-operative pain. The rep does not know where the pain and has limited information. It was also noted that the patient has weakness in their leg, and difficulty standing up. The rep stated that the patient is scheduled for device explant on (B)(6) 2018. No further complications were reported or anticipated.